Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure in 2017 and the mesh was implanted. During the procedure, the device package was found not sealed properly and opened without any resistance. The procedure was completed with another like device. There was no adverse consequence reported. No further information is available.

Manufacturer narrative:
An opened sample of the product for lot # ka8csqb was returned for evaluation. During the visual inspection of the opened foil, wrinkles by handling on the foil could be observed and the mesh sample no present degradation or defects. The sealed area of the foil was continuous as expected. Due to the foil was already opened, just in a side the tensile strength was performed and sealing and the sample met the requirements. According to the sample condition, no packaging integrity issues were detected. The sealed area was present on the sample and the tensile strength seal met the requirement.